Event description:
It was reported that the hand piece "would not secure the drill bit during assembly." There were no injuries or medical intervention reported. It was unknown if an identical spare device was available for use. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the bearings were worn and loose, causing the device to run hot. It was also observed that a cutter could not be inserted into the device. It was determined that worn or loose bearings result in a cutter that cannot be inserted into the device. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal wear and servicing. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.